Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system implantable pulse generator battery depleted. Surgical intervention was taken and the generator was successfully replaced, and therapy restored for the patient.